Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available. Related reports including this one: 3025141-2026-00073.

Event description:
It was reported by the surgeon, "I wanted to bend the wires to leave in the patient, but the wires snapped before they bent. Most proximal locking shaft screw sat slightly proud."